Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Evaluation codes: (B)(4). Batch # m55a35. Event date: unknown, assumed 1st day of month that complaint was reported additional information requested but unavailable: what type of procedure was the device used in? When the reload got stuck during firing, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the reload got stuck during firing, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? The ec60a device was received for analysis with no visual non-conformances and with four cartridge reloads present. In addition the articulation fins were noted to be damaged. Cartridge (b) ecr60g, l5346u was received fully fired and in good visual conditions. Cartridge (c) ecr60g, l5346u was received with the right side fully fired and the left side partially fired 1/3. Upon further analysis several drivers were noted to be missing, with pan damaged at left proximal end. Furthermore the cartridge body and one piece sled were damaged. Cartridge (d) ecr60g, l5346u was received unfired inside its sterile package. Cartridge (e) ecr60g, l5346u was received unfired inside its sterile package. The device was tested for functionality in the articulated position with the returned cartridge reload (d, e) by loading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The found damage on the pan is consistent with improper loading of the cartridge reload on to the device, causing damage to its internal components such as driver, one piece sled, and cartridge body. Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place.

Event description:
It was reported that during an unknown procedure, during firing reload got stuck. Took new instrument, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.